Manufacturer narrative:
Internal file number - (B)(4). Brand name and part number correction. Evaluation summary: the returned device analysis did not confirm the reported clip open difficulty and the difficult to remove. The discrepancy between what was reported and what was is likely due to a combination of varying amounts of tension felt by the device during device preparation versus the returned device analysis. The poor image resolution appears to be related to the visualization limitations (could be a combination of equipment and having another clip), hence, procedural conditions. It is possible that visualization difficulties/procedural conditions influenced reported issue, however it cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history did not identify any similar incidents from this lot. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional regurgitation mitral regurgitation (mr) with a grade of 4+. One clip was deployed. It was noted visualization issues due to equipment and an implanted clip. A second clip delivery system (cds 80327u174) was advanced to the mitral valve; however, the cds handle was not fully retracted and the clip became caught on the tip of the steerable guide catheter (cds). Trouble shooting was performed, and the clip was able to be advanced through the sgc without damaging the sgc. While positioning the clip, the clip was unlocked but failed to open. Trouble shooting was performed, and the clip was able to be unlocked; however, the decision was made to not use the clip. The clip was not implanted and the cds was removed. The next cds (80327u176) was advanced to the mitral valve. It was noted that when the m-knob was turned, the cds would not curve. The cds was removed to re-verify the key sequence. There was no issue with the key sequence and the cds was re-advanced, but the cds still would not curve. The cds was removed, and tested outside the anatomy. The m-knob was turned at the maximum, and the cds was able to curve slightly. Reportedly, the physician felt something internal was blocking the cds, not allowing the cds to fully curve. The cds was replaced with another cds. Two clips were implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.